Event description:
Error code 51

Event description:
Error code 51. The device was received for evaluation. Verified "error 24 has happened 3x"" report during manual review of event log on device. Replaced battery and membrane per maintenance protocol PMA (B)(4). During initial check, ocs motor loud noise noticed, replaced. Equipment cleaned and post repair tested per quality control check list. . Pump now functions as intended and is released for further use. After repair, device was found to meet specifications. Error 24 (unclamping error) is triggered when the pump cannot open the blue clamp of the tubing set. Force motor has been improved and is available in production since (B)(6) 2016. However, this error can also be linked to a clamp too stiff to be opened, therefore linked to the tubing set itself. Error 99 (watchdog error) is known and is linked to a software issue. This error has been addressed by a CAPA and corrected in the latest software version available 1.9a. Error 51 (defective speaker) is known and is linked to a software issue. This error has been addressed by a CAPA and corrected in the latest software version available 1.9a.